Manufacturer narrative:
It was reported to abbott a patient¿s ipg had turned sideways in the pocket causing some issue with charging. The patient was also experiencing pain at the ipg site. The patient was supposed to see their physician about replacing the system. The results of the investigation are inconclusive as the device was not returning for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Additional information received indicates the patient experienced charging issues due to the ipg migration. Surgical intervention was undertaken on (B)(6) 2026 wherein the ipg was repositioned to resolve the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The date of event is estimated.

Event description:
It was reported that the patient experienced discomfort at the ipg site due to ipg migration. As a result, surgical intervention may be undertaken to address the issue.